Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm abdominal aortic aneurysm. The aortic neck and the iliac arteries were diseased and severely calcified. The aortic neck was short measuring 18 mm and it had some angulation. It was reported that there was a type 1 endoleak post implant that required ballooning with a reliant. The stent graft was ballooned 3 times and on the third time the aorta was ruptured (see MFR # 2953299-2010-01826). The balloon was within the stent graft at all times. A 30 cc syringe was used to inflate the balloon; however, it is unknown how much of the fluid was used to inflate the balloon. The decision was made to convert the patient to open surgical repair and sew in a dacron graft. No additional clinical sequelae were reported and the patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial trauma/dissection/perforation, results/conclusions: diseased and severely calcified iliac arteries, balloon.